Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter was flushed with a 10 ml syringe of saline, but it was noticed that saline was leaking from the flushing port of the catheter. After removing the syringe it was observed that the flush port connection was loose. The catheter was replaced and the second catheter was also replaced. The procedure was completed successfully with a third catheter. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter was flushed with a 10 ml syringe of saline, but it was noticed that saline was leaking from the flushing port of the catheter. After removing the syringe it was observed that the flush port connection was loose. The catheter was replaced and the second catheter was also replaced. The procedure was completed successfully with a third catheter. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was found that the strain relief was detached from the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.